Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The guidewire returned inside of a protective hoop together with its original opened pouch and a torque device. The guidewire was easily removed from the protective hoop. It was encountered that the guidewire returned incomplete; the returned section measured approximately 45.25 inches. None of the ends (distal and proximal) were returned the returned section showed different kinks. No more visual damages were found in the device. Microscopic inspection revealed that one end showed sings indicating cyclic bending and the another end showed signs of mechanical cut. Dimensional inspection of the device that could be measured were performed and the outer diameter (od) of the middle and proximal sections were within specification. However, dimensional inspection the overall length and od of the distal tip could not be performed due to the device condition.

Event description:
Reportable based on device analysis completed on 10aug2020. It was reported that the wire could not track through another device. A 330cm rotawire was selected for use. During procedure, it was noted that the guidewire could not track through another device. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed incomplete guidewire returned.